Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-10850 which was submitted on (B)(6) 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It was confirmed that the reported phenomenon. It might have occurred due to a shock caused by dropping and knocking the endoscope to a hard surface or object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus (B)(4), that there was the gap around the adhesive of the ultrasound transducer of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.